Event description:
It was reported that the pt's audiologist stated that the pt has not had access to sound since (B)(6) 2012. The conductor link is coming out of the middle ear and can be seen in the external ear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.